Event description:
Procedure performed: ni event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Good morning, I see that the 5mm clippers are recalled. I didn¿t realize this until now. I don¿t see the attachment to fill out. Also, we just had a 5mm clipper malfunction and its not on the lot number list below. Ours is lot #1496522 and lot #1501035. Please let me know if I can send these in for evaluation. Additional information provided by [name] on 9apr2024 via email: I tracked down the surg tech that did the case and it was from march 6, the clips wouldn¿t advance to use during case. They had to open both clippers ¿ same thing happened. After the second failure, the dr. Requested to use an [competitor device]. After that patient went to recovery and haven¿t heard anything that the patient needed any other care. I still have them if you want me to send them back to you, otherwise I will put in sharps container. Yes, they were both used in this case that day. Patient status: no patient injury intervention: ni.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Visual inspection confirmed a damaged channel support assembly (csa) and top housing component. Testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa. The csa likely became damaged by the top housing component being caught and pushed into the cover tube. The probability and critically of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: omitted company representative from g2.

Event description:
Procedure performed: ni event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Good morning, I see that the 5mm clippers are recalled. I didn¿t realize this until now. I don¿t see the attachment to fill out. Also, we just had a 5mm clipper malfunction and its not on the lot number list below. Ours is lot #1496522 and lot #1501035. Please let me know if I can send these in for evaluation. Additional information provided by [name] on 9apr2024 via email: I tracked down the surg tech that did the case and it was from march 6, the clips wouldn¿t advance to use during case. They had to open both clippers ¿ same thing happened. After the second failure, the dr. Requested to use a [competitor] stapler. After that patient went to recovery and haven¿t heard anything that the patient needed any other care. I still have them if you want me to send them back to you, otherwise I will put in sharps container. Yes, they were both used in this case that day. Patient status: no patient injury. Intervention: after the second failure, the dr. Requested to use an [competitor] stapler.